Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the home button on the touchscreen was unresponsive to presses. Customer could interact with the pump, but expressed concern that sometimes the touchscreen does not work. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support the touchscreen was functioning as intended.